Event description:
Mother of pt reported that in her son's blood glucose read 31 mg/dl. She reported that he was vomiting and began to have a seizure. The paramedics were called and he was given an IV with dextrose. The reporter stated that in 2006 her son had two more hypoglycemic events. Each event required the paramedics to be called. One event required IV with dextrose to increase his blood glucose values while the other event he was given glucagon. The mother stated that after the glucagon had been administered, the paramedics took his blood glucose and it read in the high 40's mg/dl. Later on, the reporter stated that her son tested his blood glucose and it was 42 mg/dl. She stated that her son was given an IV with dextrose 40%. No symptoms of hypoglycemia were provided. The following month, the user's blood glucose read 167 mg/dl at 4 a.m. The reporter stated he went to sleep and at 3 p.m. Awoke to the paramedics. He was reported to be experiencing seizures. The reporter stated that the son did not deliver a bolus at 4 a.m. He was reported to have received 29 units of insulin since midnight. The user was given and IV with dextrose 40%. The reporter states that the user has changed lot numbers of insulin and his physician has been changing his basal rates over the past 9 months. The reporter stated that the user has increased stress levels recently. The reporter also stated that several years ago, the user was involved in an automobile accident due to the insulin infusion pump failing and the user's blood glucose was reading in the 700 mg/dl range. No other information involving this incident were provided. The product was requested to be returned for evaluation.